Event description:
A us distributor reported that a battery pack was unable to power a monitor.

Manufacturer narrative:
Device evaluation of battery pack was completed. The reported problem (unable to power on monitor) was confirmed. Upon investigation the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. Additionally, the battery was excessively discharged. The last time the battery was used on (B)(6) 2021 it was used for 38 hours. Batteries are only intended to be used for 24 hours. Per (B)(4), in order to maintain the battery when not in active use the battery should be recharged every 3 months. The root cause of the loose busbar cannot be positively identified. The battery pack sat for greater than 3 months without being recharged and was not recharged every 24 hours, resulting in excessive discharge of the battery cells. No adverse event resulted from the damaged battery.